Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the first implantable neurostimulator (ins) that was put in ((B)(6) 2015) was too big and they took it out. The patient was just really small and it was put in her right butt cheek, which caused her pain, so they put a smaller ins in and there was no pain because it was smaller. The new ins was put in on (B)(6) 2015. The indication for therapy was non-malignant pain, cervical radiculopathy, rsd/causalgia-complex regional pain syn and spinal pain. If additional information is received, a follow-up report will be sent.